Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitors exhibited acute undersensing of r waves. Device was prior programmed to the maximum sensitivity and therefore it was not possible to perform additional programming changes to address the event. No intervention was performed. Patient was stable.

Event description:
New information received notes as the implant site continues to heal from the recent implant, less episodes of undersensing have been noted via remote transmission. Patient is stable and will continue to be monitored.